Event description:
The customer reported that the pump battery would not charge, despite using a tandem charging cable and wall outlet. There was no reported adverse impact to the customer's blood glucose level. Upon advice from technical support, the customer attempted using a different wall adapter, which resolved the issue, allowing the pump to begin charging successfully. Technical support informed the customer about third-party supplies usage guidelines and promised to send a replacement wall adapter and charging cable.